Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Instructed the customer to revert to back up plan. The customer¿s blood glucose reading was 100mg/sl. Troubleshooting was performed. The customer stated that insulin was squirting out with three different infusion sets. The customer stated that the holster is broken and he has been using a cell phone case for his insulin pump. Advised the customer that a replacement of his holster will be sent as a courtesy. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.